Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l device at l4-5 approximately two years ago. Several months after the implantation the patient developed major back pain. Patient tried facet injections and epidural injections with no relief to his pain. Patient did receive pain relief when he was injected with steroids directly into the implant operative level. Based on this along with feedback from another surgeon, the implant was removed and the patient was fused at the level. The removal was completed on (B)(6) 2024. Surgeon noted that there was no malfunction of the pdl device and that the placement was perfect. A DHR review could not be completed as the part numbers and lot numbers were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery as the patient requested to keep it, therefore no device evaluation could be completed. Imaging of the device pre-removal showed no device or positioning malfunction or defect. The removal was caused by the patient's pain, but a reason for the pain is unknown. The submission is 2 of 3 devices involved in this event.

Event description:
It was reported that a patient was implanted with a prodisc l device at l4-5 approximately two years ago. Several months after the implantation the patient developed major back pain. Patient tried facet injections and epidural injections with no relief to his pain. Patient did receive pain relief when he had steroids injected directly into the implant operative level. Based on this along with feedback from another surgeon, the decision was made to remove and fuse the level. The removal was completed on (B)(6) 2024. Surgeon noted that there was no malfunction of the pdl device and that the placement was perfect.